Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address two of the occlusion alarms and resumed insulin. Customer cleared the other occlusion alarm and resumed insulin. Customer reported blood glucose level ranged from 120-150 mg/dl.